Manufacturer narrative:
Final analysis of the lead revealed no significant anomaly and the outer insulation of the lead body was cut.

Event description:
The information was clarified that the high impedances with electrodes #13 and #14 were measured preoperative. When the lead was connected to the ins, electrode #14 had high impedances and that was measured intraoperative. As the lead position was shifted there may have been intraoperative impedance changes. The physician felt uneasy about the high impedances and rendered the electrodes as unusable.

Event description:
Additional information received reported that no diagnostics were reported, no interventions were taken or planned, and the patient was receiving effective therapy. It was later reported that the lead was explanted and a new lead was added. It was noted that after explanting the lead, its impedance was measured but there was no anomaly data found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 3777-45, serial#: unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that abnormal impedances (>10,000 ohms) were observed, before "op", on electrodes #13 and 14 during lead adjustment on (B)(6) 2013. During "op" only electrode #14 showed high impedance (>10,000 ohms) when tested with the snap-lid component of the implantable neurostimulator (ins). After the lead was connected to the ins, electrodes #12 and 13 showed high impedances (>10,000 ohms). It was noted that all impedance measurements were taken in the bipolar setting. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.